Event description:
During a direct peroral cholangioscopy, the physician used a cook endoscopy cholangioscopy access balloon. At the point of the procedure when the forward viewing endoscope had been advanced into position inside the bile duct and the balloon was ready to be deflated for removal, the balloon would not deflate. The remedy was described as removing both the balloon and endoscope at the same time. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all cholangioscopy access balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The appropriate personnel have been informed of this type of report in an effort to heighten awareness. Customer quality assurance will continue to monitor for complaint trends.